Manufacturer narrative:
Serial no: (B)(4). For 4 of the events, the investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined. The follow up/corrective actions for 1 of the events was the sample probe was cleaned. The liquid level detection was adjusted. The pinch tubing was changed. A mechanical check was performed and controls were tested. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous high results were generated by a cobas 8000 e 602 module. The events involved a total of 15 patients with the following: 10 elecsys hcg + beta test system. 1 elecsys anti-tshr immunoassay. 2 elecsys ft3 iii. 2 elecsys vitamin d assay.